Manufacturer narrative:
Further investigation of the o-arm pendant found that text on the pendant screen was not properly visible. Pendant was fully functional after reloading the firmware on the pendant. Corrupted firmware cause software functionality failure. The pendant malfunction indirectly caused the reported event.

Manufacturer narrative:
O-arm investigation found that the suspect motion controller box hardware was fully functional. It was determined the root cause of the o-arm issue was software related. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. S7 stealthstation investigation found that the surgeon decompressed a level and continued to navigate. Per instructions for use, the reference frame must be rigidly mounted with respect to the anatomy being navigated, decompression alters the patient anatomy, therefore new scans were needed in order to accurately navigate. Software functioning as designed.

Event description:
A medtronic representative reported that, while in a cervical decompression procedure, the o-arm 1000 imaging system was used to take a navigated 3d spin which was then used on the stealthstation s7 system to plan the cervical incision on an obese patient with lots of soft tissue. They used a projection off the passive planar ball to plan the incision. During the decompression, the surgeon was navigating the passive planar ball probe. The stealth technician from the site indicated that accuracy was an issue. During the decompression, the passive planar ball looked deep, however, the surgeon elected to continue working. When the surgeon was ready to take the final confirmation spin with the o-arm, the source and detector lights started blinking and the o-arm was unresponsive; it would not communicate with the mvs (mobile viewing station). The pendant showed still in 2d mode and showed no errors. It caused over an hour delay to the case to resolve the o-arm issue. The o-arm was re-booted and the confirmation spin was taken. Upon looking at the confirmation image, the surgeon realized that he had decompressed the wrong level of the cervical spine. There was no reported impact on the outcome of the patient.

Manufacturer narrative:
There was no allegation of inaccuracy with the stealthstation or o-arm from the surgeon. The surgeon decompressed (partial or full was unknown) the wrong cervical level due to user error without navigation. The surgeon reported that the patient was "just fine." (B)(4 )2014 a medtronic representative performed an o-arm imaging system check-out. It was found that the motion controller lost communication when moving in the z direction. Errors found in log related to the gantry controller. A medtronic field service engineer replaced the positioner and gantry motion controller. After the repairs, the o-arm system was fully functional. The gantry controller malfunction directly caused the communication issue which led to the delay. A stealthstation navigation system check-out was also performed. The system performed as intended. No inaccuracy detected. System is fully functional.